Manufacturer narrative:
Zimmer biomet complaint number (B)(4). E1: reporter email address unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
It was reported that during procedure , when opening the blister the doctor realized that the inner tube was not correctly sealed, seemed to be opened. He decided not to place the implant and replace it by another one in stock. Tooth location 45.